Manufacturer narrative:
Lot #: the customer reported lot # r20010079; however, this is not a valid lot #. A suspect lot # was also reported: r22h11116. Additional reporter phone no: (B)(6). Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp extension set was leaking total parenteral nutrition (tpn) from the side port. This was observed during patient infusion using an unspecified pump. When the leak was found, a green cap (non-baxter) was placed on the side port; when the cap was removed, tpn was spraying out of the side port. To resolve the event, the tpn had to be re-spiked with new tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: potential lot r22h11116 was manufactured on 12aug2022 h10: two samples were received for evaluation; one from lot r22h11116 and a second from an unknown lot number. Both devices were visually inspected, and did not identify any abnormalities that could have contributed to the reported condition. The sets underwent functional testing including pressure and clear passage testing and the device performed according to product specifications. Priming and flow rate testing were also performed and no issues noted in either device. The samples were left running for 24 hours, simulating the usage process and no defect was observed that could generated a leak- y-site interlink or lad. The reported condition was not verified in either device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.